Manufacturer narrative:
(B)(4). Based on discussion with FDA on may 8, 2017, all inspectional failures are being reported as mdrs notwithstanding the fact that the presence of discontinuities, gaps or bubbles does not necessarily have either technical or clinical significance. (B)(4). (Exemption number e2015036).

Event description:
Pentax of america initiated field correction 2017-001-c which included inspection of the seal around the distal body and distal cap of the ed-3490tk duodenoscope pursuant to predefined inspection criteria (et-hf-p-0013 rev. 00). The objective of the inspection was to verify there were no defects/discontinuities in the seal between the distal body and distal cap. The inspectional criteria was defined as, "all seal surfaces observed shall be continuous and smooth with no outward signs of discontinuity, gaps or bubbles." A device was considered to fail the inspection if any element of the criteria was not met. The customer owned device was previously returned to pentax medical from a customer on 25/jul/2017 and inspection of the unit was performed on 01/aug/2017 where the quality control inspector found the following: segment compressed, forward body trim collar attaching nut worn/ loose thread, control body grip cracked, distal cap missing silicone, leak at body cover grip, failed wet leak test, distal cap/ case chipped, failed dry leak test, customer complaint confirmed, bending rubber pinhole, insertion tube mild crush at stage 1, insertion tube mild crush at stage 2, bending rubber leak at middle section, image mild spot, dust inside prism, ccd laser filter lifting/ smearing. Inspection of the seal between the distal body and distal cap was performed and the device failed the inspection criteria. The scope's repairs included the distal case/cap, which was replaced and resealed pursuant to the field correction, and returned to the user on 07/sep/2017. O-rings and seals, air/water tube, objective prism assy, operation channel, adjusting collar, bending rubber, segment attaching screw, segment assy attaching screw, staycoil collar, segment staycoil assy imp-c/pb-free, body cover grip, fwd body trim cover attaching nut, rl pulley assy, ud pulley assy, distal case/cap, ccd module w/ drive pcb (reburb), objective lens unit, bending rubber, intermediate plate, insertion flexible tube, objective prism assy, distal case/cap, objective prism assy.